Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint o slow water flow was confirmed. Upon inspection of the device, it was observed that the device nozzle was clogged. The clogging of the nozzle caused the slow flow of water. When the nozzle was removed, the flow of water was okay. There was no trace of fluid invasion in the device. In addition observations for the device are: focus function error e204 popped up on screen when manipulate the insertion tube, this is attributed to the charge couple device (ccd) failure; up angulation is low; distal end plastic cover has scratches with sharp edge; objective lens and light guide lens have old glue with tiny chips; distal end rubber coating (a-rubber) glue has discoloration and and sharp crack; control knob has excessive play; and label is scratched and peeling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of slow flow of water observed during reprocessing; water was taking a long time to come out. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the device nozzle was clogged. This medwatch is being submitted for the reportable issue of clogged nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to some kind of abnormality in the nozzle, but it cannot be concluded that it was clogged with foreign matter. Based on the inspection results of equipment by sbc, mbc was able to confirm the following. No other information about the foreign body was obtained. No foreign matter was found in the air/water nozzle. Water could not be sent when the air/water nozzle was attached, but it became normal when the nozzle was removed. Mbc was unable to obtain information from the facility regarding the reprocessing and handling of the equipment. The event can be detected/prevented by following the instructions for use which state the following: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspect the air-feeding function and the objective lens cleaning function." "Warning: immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., the light source, video system center, suction pump), perform the following precleaning steps at the patient bed side." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure." "Manually cleaning the endoscope and accessories. Clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.